Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The field service engineer inspected the analyzer, readjusted the rinse unit flow path, and cleaned the ultrasonic mixer (usm). He also performed successful qcs. The cause of the event could not be determined based on the information provided.

Event description:
The initial reporter received questionable triglycerides (trigl) assay results from one patient's sample tested on the cobas c 503 analytical unit. The initial result was 151 mg/dl with a data flag. The first repeat result was 318 mg/dl with an invalidating data flag. The second repeat result using the decreased mode was 3661 mg/dl. This result was deemed correct.